Event description:
The reporter said that he receives the er1 message about once a week, and that he believes this prompt is when the meter is "too hot or too cold." He retests after he does something to 'cool' the meter (in refrigerator) or 'warm' it (in armpit). He is sure that he uses the correct testing technique and cannot remember ever getting readings above the mid 200's. When he retests after the er1 message, his readings are "normal" for him, and he stated that he has never rec'd a 'hi' prompt. He stated that he does not use the color chart to do visual checks of the confirmation dot.